Manufacturer narrative:
On (B)(6) 2024, bwi received additional information confirming that access to the heart was a challenge. The act (activated clotting time) values were normal during the procedure. On (B)(6) 2024, bwi noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an unspecified type of carto vizigo¿ 8.5f bi-directional guiding sheath and the patient experienced hemorrhage that required blood transfusion. During an afib procedure, the patient's blood pressure dropped after going transseptal. The physician then aborted the procedure and did not continue. The physician utilized the intracardiac echo catheter and the transesophageal echo to confirm that no pericardial effusion was seen. The physician evaluated the patient's groin and noted no hematoma was seen near the access sites. Heparin was stopped. Labs were drawn and came back indicating that the patient was losing blood somewhere. The physician gave 3 units of blood to the patient. The vascular surgeon was then called into the room. The physicians believe that the patient was bleeding in the abdominal region. The surgeon injected contrast into the patient's abdominal vasculature and noted that no bleeding was seen on x-ray. No further interventions were noted. The patient remained in observation. During the procedure, they were having difficulties inserted catheters up to the patient's heart. The physician's opinion on the cause of the adverse event is the procedure.